Event description:
It was reported that during use, the ellik evacuator disconnected when squeezing to rinse bladder and then splashing surgeon. Per follow up information received via ibc on 05feb2025, stated that the yes, surgeon performing procedure had bodily fluid splash into the face, other staff member had clothing contaminated by bodily fluids from patient. It was unknown what medical intervention provided.

Manufacturer narrative:
The reported event was unconfirmed. Visual evaluation of the returned sample noted one opened (without original packaging), used ellik evacuator. Visual inspection of the sample noted attached bulb onto ellik evacuator, applied negative pressure with the tubing into the solution and suction by squeezing onto bulb and slowly releasing. The bulb suctioned with no difficulty and bulb did not disconnect while suctioning. No root cause could be found because the reported event was unconfirmed. A DHR review is not required as the event is unconfirmed, however, one was completed prior to the confirmation. As the reported event is unconfirmed a labeling review is not required. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use, the ellik evacuator disconnected when squeezing to rinse bladder and then splashing surgeon. Per follow up information received via ibc on 05feb2025, stated that the yes, surgeon performing procedure had bodily fluid splash into the face, other staff member had clothing contaminated by bodily fluids from patient. It was unknown what medical intervention provided.